Event description:
It was reported the patient felt some vibrations from the device, the device was interrogated and a message of possible high-voltage lead issue was observed. Furthermore, a reset anomaly was noted. Short circuit was suspected. The device and lead were explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of reset anomaly was confirmed via reviewing the device image. The device image indicated an over current detection alert. Testing revealed normal characteristics. It is suspected that lead shorted to the device can causing a low impedance path and triggered the "possible high voltage lead issue" alert. (B)(4).